Manufacturer narrative:
E3: initial reporter occupation is office administrator. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The device in question was returned and evaluated. The reported intermittent b30 error message could not be confirmed. The device was tested and inspected, and the user report was not found. However, damage was noted to the top cover, exposing metal. The front panel mouth was damaged. The lamp life meter read at 200+ hrs, light intensity output measured within range, but high intensity mode was not working due to a worn-out scope socket and slider switch. Furthermore, water invasion was noted inside the air tubing. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the information provided and the results of the investigation, it is believed that the reported failure was caused by a failed connection at the scope connector. This idea is further substantiated by the presence of fluids in the air pomp and tube, indicating that the scope connector was not fully dried prior to engagement. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii xenon light source presented a b30 error while in use. There was no patient harm or consequence reported as a result of this event.